Event description:
The reporter contacted animas on (B)(6) 2012, stating that the pump was intermittently losing power. The reporter confirmed that there was no damage to the pump, the battery cap was secure with no yellow o-ring visible, and the pump was not exposed to moisture. This report is made based on the allegation that the pump was losing power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.